Event description:
It was reported to boston scientific corporation that a fully covered wallflex¿ esophageal stent was implanted to treat a benign leak in the lower esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the physician decided to replace the fully covered wallflex¿ esophageal stent with a larger diameter stent. The patient had a scheduled stent removal procedure on (B)(6) 2015. During the removal procedure, the physician noted that there were holes in the cover at the proximal end of the stent. The fully covered wallflex¿ esophageal stent was removed without any issues. A new stent with a larger diameter was successfully implanted in the patient¿s esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
UDI= (B)(4). Investigation results a wallflex esophageal fully covered stent was returned for analysis. Visual examination of the returned device found that the stent was fully deployed and expanded. A microscopic examination of the stent noted the presence of multiple slits / holes at the proximal end of the stent cover, all of which were smaller than 1.0 mm in diameter. This passes the in process inspection criteria per the wallflex esophageal stents inspection procedure. No other issues were noted with the profile of the stent. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the labeled indications. This device is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas; however, this device was used to treat a benign leak in the lower esophagus . Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a fully covered wallflex esophageal stent was implanted to treat a benign leak in the lower esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the physician decided to replace the fully covered wallflex esophageal stent with a larger diameter stent. The patient had a scheduled stent removal procedure on (B)(6) 2015. During the removal procedure, the physician noted that there were holes in the cover at the proximal end of the stent. The fully covered wallflex esophageal stent was removed without any issues. A new stent with a larger diameter was successfully implanted in the patient's esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over (B)(6) years of age. Component code relates to device code (B)(4) for reported issue of stent cover damaged. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.